Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultramini meter read inaccurately low. The medical surveillance specialist (mss) contacted the pt to obtain/clarify information. The pt reported readings of 227 mg/dl on her meter and 262 mg/dl on another meter performed within 30 minutes of each other. She said that two weeks prior to calling lifescan, there was an incident when she woke up in the morning "not feeling good" and that ther "insides were shaking." She says she had to go to the emergency room and was treated with 10 units of insulin at the emergency room. She is unsure what her symptoms were indicative of. The pt states that she tests her blood sugar four times per day and monitors readings after meals. If the readings are too high, the doctor tells her to increase her lantus by three units. The pt currently takes 26 units of lantus once per day at 10pm. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the pt alleged inaccurate results with the meter, adjusted her insulin based on results, developed symptoms, and needed to go to the emergency room to receive medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.